Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c ring in line with harvesting tool preventing tool from extending all the way. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code "1384" removed. The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the intact harvesting device jaws or heater wire. The c-ring was observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. The blue toggle of the cannula was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380847 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation; c-ring". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Event description:
N/a.